Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Testing has been scheduled to confirm device failure.

Manufacturer narrative:
.

Manufacturer narrative:
Testing reportedly confirmed a device failure. Revision surgery will be scheduled.